Manufacturer narrative:
The returned device was evaluated and customer allegation was confirmed. It was determined that the product specifications were not met. Additionally, water immersion in the ccd inside the main unit image pickup and camera cable was noted. There were scratches on the lens of the main unit. The video connector was cracked. The following descriptions are included in "warnings" and "cautions" in the instruction manual "chapter 6 application and conditions for cleaning, disinfection, and sterilization_6.7 conditions for autoclaving (high-pressure steam sterilization)". The durability against high-pressure steam sterilization at 32°c for 60 minutes is not guaranteed. Sterilization under these conditions may cause abnormalities such as switch failure, image abnormality, part destruction, or image disappearance due to steam penetration inside the product due to deterioration of parts. If autoclave sterilization is performed for a long period of time, such as 132¿c60 minutes, the parts may deteriorate, resulting in abnormalities such as switch failure, image abnormality, or part destruction, which may render the product unusable, this may render the product unusable. In addition, the following is described in the "warning" section of the instruction manual "for safe use_endoscope image disappearance and freezing. Do not bump or drop the product. Water leakage may cause damage to the product's internal electrical circuits. In addition, the following is described in "caution" in the instruction manual "chapter 8 care, storage, and disposal_ 8.1 care of external part and cover glass_care of external part and cover glass". Never use a hard cloth, etc., which may scratch the cover glass. A device history record review could not be performed because the equipment was manufactured 15 years prior to the date of manufacture. As per the investigation results, it was concluded that the camera cable may have deteriorated and absorbed moisture, causing the cable to become sticky. The video connector was cracked, and it was not possible to maintain the watertightness, which led to the occurrence of watertightness failure, and water entered the inside of the main unit and the camera cable, resulting in presumed internal flooding. Olympus will continue to monitor the field performance of the device.

Event description:
It was further reported that the issue occurred during pre-use inspection.

Event description:
Customer reported stickiness in the cord section of the device and requested for the cord to be replaced. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.